Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 34 mg/dl. Customer was hospitalized for low readings. Customer was treated by emergency medical services. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap appeared normal. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump was received with a missing end cap sticker, a cracked case at the display window corner, broken battery tube threads, a corroded battery tube, a broken battery cap, a cracked reservoir tube lip and a cracked reservoir tube window. Unable to perform the motor test. The event file did not show that any event occurred at 3:00am on (B)(6) 2016. The history file did not show any bolus at 3:00am on (B)(6) 2016. However, there was one manual bolus of 1.5 units that was recorded at 3:46am on (B)(6) 2016 in the history file. The pump was monitored for 24 hours and no unexpected bolus delivery was noted.